Manufacturer narrative:
The customer reported that the self test was failed. The remote service engineer (rse) evaluated the device remotely and determined that the operation problem was due to incorrect self check operation performed by the user and there was no device issue. The user was guided to correct the self check process, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the test was not getting pass¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.